Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, they are reporting red station rotor is frozen, will not turn. This event occurred upon programming/set-up in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix compounder with a red frozen rotor was not confirmed. With further evaluation, the yellow rotor was confirmed to not operate during product evaluation. The root cause of this condition was assigned to an umbilical cable that did not function correctly. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.